Event description:
On 3/15/95 an ipp device was implanted. On 5/5/97 the right cylinder was repaired. On 6/19/97 the left cylinder was removed from the pt and replaced due to malfunction - "aneurysm in groin."